Manufacturer narrative:
(B)(4).

Event description:
It was reported that the shock lead impedance (sli) had increased from 50 ohms to 113 ohms about a year later. Recently, the shock impedance associated with the superior vena cava coil was greater than 200 ohms. Defibrillation threshold testing was performed at 41 joules from the right ventricular (rv) coil to the implantable cardioverter defibrillator and failed; the sli was 71 ohms. A commanded shock was performed in the programmed triad configuration and the sli was 72 ohms. Technical services discussed the likelihood of the sli continuing to rise and the possibility of lead calcification. The physician was considering lead revision. This rv lead remains in service at this time and no additional adverse patient effects were reported.

Manufacturer narrative:
Patient code e2402 is being used to capture the additional defibrillation threshold testing and surgical abandonment.

Event description:
It was reported that the shock lead impedance (sli) had increased from 50 ohms to 113 ohms about a year later. Recently, the shock impedance associated with the superior vena cava coil was greater than 200 ohms. Defibrillation threshold testing was performed at 41 joules from the right ventricular (rv) coil to the implantable cardioverter defibrillator and failed; the sli was 71 ohms. A commanded shock was performed in the programmed triad configuration and the sli was 72 ohms. Technical services discussed the likelihood of the sli continuing to rise and the possibility of lead calcification. The physician was considering lead revision. This rv lead remains in service at this time and no additional adverse patient effects were reported. It was additionally reported that the rv lead was surgically abandoned along with the implantable cardioverter defibrillator and the physician elected to implant a subcutaneous implantable cardioverter defibrillator system. No additional adverse patient effects were reported.